Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx3414mlc was removed on (B)(6) 2019 due to failure to osseointegrate 27 days after implantation. The patient has no significant medical history. The doctor noted local infection during explantation. The patient required another surgical intervention to recover.